Manufacturer narrative:
Patient received implant of an edwards transcatheter aortic bioprosthetic valve to treat aortic stenosis. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the reported calcification cannot be confirmed. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
It was reported by hospital nurse clinical specialist that an a patient implanted with an edwards aortic bioprosthetic valve now presents with aortic stenosis, 15 years after implant. Report indicates leaflets are calcified. The patient underwent an implant of an edwards transcatheter aortic valve inside the subject valve (valve in valve procedure) and was noted as stable post procedure.